Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) instructed the customer to check the significant event log, and error code 1105 was found. The rse recommended that the customer replace the power switch overlay. The customer was provided the part number for the power switch overlay. Per the customer, upon follow-up, the part was ordered. The customer was instructed to call back if further assistance was needed. The customer ordered the power switch overlay to resolve the issue. However, the resolution is unknown as the customer was contacted multiple times with no response.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported error alarm (light emitting diode) led failed. There was no patient involvement.